Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing with a fluid warming set (part number l-70). During testing the device did not detect the attached set. This issue was intermittent. The issue was determined caused by an issue with the microswitch component.

Event description:
Information was received that during a pre-use check, the customer noticed the product issued a disposable alarm. No patient injury.